Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the reported phenomenon was attributed to wear of the lock and/or contacts of the video connector socket due to repeatedly use for a long period of time because more than 7 years has passed since the subject device has been manufactured. Alternatively, it is presumed that the reported phenomenon was attributed to corrosion of the contacts of the video connector socket due to connecting the subject device in a condition which the electric contact point of the subject device video connector was wet because there was the trace of the adhesion of the liquid. As a result, if the electrical contacts of the video connector receiver are unstable, image transmission between the endoscope and the video processor cannot be performed normally, and b30 may occur. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated but found that and the video connector socket was broken such as adhesion of some liquid on the electrical contacts and damage of the locking lever. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope communication error b30 occurred while connecting enf-vh or enf-vh2. There was no report of patient injury associated with the event.